Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer¿s blood glucose (bg) level was 400 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.